Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod worn on the abdomen for approximately 25 to 36 hours did not adhere properly, which resulted in rising blood glucose levels. The patient stated that this incident occurred in early (B)(6) 2025 and ultimately required hospitalization. Upon admission, medical staff diagnosed diabetic ketoacidosis and initiated treatment with an insulin drip. The patient remained hospitalized for roughly three weeks and was discharged around (B)(6) 2025. The patient stated that no symptoms were noticed before hospitalization and that blood glucose levels at the time was somewhere around 20 mmol/l (360 mg/dl).